Event description:
It was reported that "we were unable to fully insert the endoscope (4 mm) to check the position of a patient intubated with this tube. The corresponding constriction is at the level of the cuff balloon. Unfortunately, this meant that we had to re-intubate the patient. No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4). N/a. Other remarks: n/a. Corrected data: n/a.

Manufacturer narrative:
(B)(4). The sample was returned to the manufacturer for evaluation. The manufacturer reported: "an actual sample was received and visually I nspected. The returned sample was identified as used, with contamination observed to be deposited on the cuff area. The returned sample was tested for dimensional inspection ensuring dimensional compliance to the technical drawing. The outcome of the dimensional test is tabulated. The inner diameter of the returned sample meets the measurement specification as per technical drawing of the product and its quality assurance specification for the inner tube diameter. The inflated test done by inflating the cuff pressure of the sample with 25mbar by using calibrated endotest for both the bronchial blue cuff and tracheal clear cuff. Outcome of the functional test concluded that the bronchial blue cuff passed as it was able to maintain its pressure at 25 mbar. The tracheal clear cuff passed as it was able to maintain its pressure at 25 mbar. Based on the outcome of test conducted, it is observed that both the clear cuff and blue cuff were able to inflate and maintain the pressure at 25 mbar during testing. A device history record review was performed, and no relevant findings were identified. The exact root cause could not be determined at the manufacturing site as the returned sample has passed all the test conducted and no abnormalities were observed. Furthermore, there is existing procedure according to the standard production method that required operator to perform 00% lumen ID inspection using inspection gauge into the double limen tube and the gauge should be able to glide smoothly without excessive force applied to ensure no constriction. Any tube with co nstriction detected will be visually inspected and the tube with visually semi or fully blocked will be rejected. No further action taken as the root cause of this defect is not identified as manufacturing related issue. Based on the investigation, the defect mode on narrow tube did not match with complainant report. The returned sample tube able to meet the specification of the dimensional inspection as the inspected inner diameter is as per technical drawing. The sample also able to fulfilled the returned sample also has passed the additional test performed on it when 4mm steel ball able to glide smoothly upon inserted into the double lumen. The 100% lumen ID inspection conducted during manufacturing is designed to detect issues such as constriction, ensuring such tubes are rejected. Therefore, this complaint could not be attributed to manufacturing issues." Teleflex will continue to monitor and trend on complaints of this nature. Other remarks: n/a corrected data: n/a.

Event description:
It was reported that "we were unable to fully insert the endoscope (4 mm) to check the position of a patient intubated with this tube. The corresponding constriction is at the level of the cuff balloon. Unfortunately, this meant that we had to re-intubate the patient. No patient harm or injury. The patient status is reported as "fine".